Event description:
A pocket fill was reported and was performed by a home care nurse. The patient¿s mother noticed a baseball sized lump after the fill. At that point a pocket fill was suspected, and the patient was sent to a local hospital for observation and was then sent to a larger hospital. A nurse was able to confirm that only 3 ml were in the pump. The pump was then filled. There were no patient symptoms or complications associated with the event. The patient¿s status at the time of the report was alive and without injury. The medication infused was baclofen.

Manufacturer narrative:
Product ID: 8590-1, lot# n294378, implanted: (B)(6) 2011, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).